Manufacturer narrative:
H6 codes belong to the lead. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the lead was returned to medtronic.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the employee informed via messaging application that during the surgery, it was discovered that the lead resistance was too high and the lead was kinked; lead malfunction was noted. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID 977c290 (serial: (B)(6)); product type: 0200-lead; explant date g2: the country of the event is cn h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c290 serial# (B)(6) product type lead. H3: the lead, model# 977c290 serial# (B)(6), was returned for product analysis. The returned lead was subjected to a series of s tandard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. The functional results determined that continuity was acceptable, and there were no shorts between circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.